Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not properly deploy into the patient¿s body and instead stuck to the shaft outside the skin. Hemostasis was achieved using manual compression for approximately 20 minutes. There was no reported patient injury. Button 1 was pressed, but button 2 was not pressed. The mynx vcd was used in a diagnostic procedure. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Moderate vessel tortuosity and moderate presence of peripheral vascular disease or calcium were noted near the puncture site. The device was stored and prepared according to the IFU, and storage temperature did not exceed 25 °c. Button #1 was fully depressed during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) did not properly deploy into the patient¿s body and instead stuck to the shaft outside the skin. Hemostasis was achieved using manual compression for approximately 20 minutes. There was no reported patient injury. Button 1 was pressed, but button 2 was not pressed. The mynx vcd was used in a diagnostic procedure. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. Moderate vessel tortuosity and moderate presence of peripheral vascular disease (pvd) or calcium were noted near the puncture site. The device was stored and prepared according to the instructions for use (IFU), and storage temperature did not exceed 25 °c. Button #1 was fully depressed during use. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was completely exposed. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, a non-cordis 5f catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test could not be fully performed, as the unit was received with button 1 already depressed, which resulted in the exposure of the sealant. However, per functional analysis, button 2 was depressed to test the balloon retraction step required to ensure proper sealant deployment. No abnormal conditions were noted during this action. Additionally, balloon inflation and deflation were tested, confirming that the unit was not compromised in any way that would impede its intended use. The reported event of ¿sealant-inaccurate placement-complete¿ was observed through analysis of the returned device as it was received with the sealant still mounted on the device with button 1 fully depressed. The exact cause of the issue experienced could not be conclusively determined during analysis. However, based on the information available for review and product analysis, user-related factors (user error) most likely resulted in the inaccurate placement of the sealant reported as the device was received without button 2 depressed and there were no anomalies noted during button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not depressed, the balloon will not be retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.